Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain/ chronic pelvic pain") and embedded device ("during second surgery to remove her remaining essure coil, plaintiff was informed that the coil was located between her muscle and uterus wall") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced complication of device removal ("only one essure coil was removed, because physician could only visualize one essure coil during the surgery"). On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("increasingly severe pain / abdominal pain"), abdominal distension ("abdominal bloating"), dyspareunia ("pain during intercourse"), abnormal weight gain ("excessive weight gain"), migraine ("excessive migraine headaches"), fatigue ("chronic fatigue"), rash ("excessive rashes"), tooth disorder ("excessive dental problems") and alopecia ("excessive hair loss"). The patient was treated with surgery (only one essure coil was removed on (B)(6) 2016) and surgery (second essure removal on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, embedded device, complication of device removal, abdominal discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, dyspareunia, abnormal weight gain, migraine, fatigue, rash, tooth disorder and alopecia outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, complication of device removal, dyspareunia, embedded device, fatigue, menorrhagia, migraine, pelvic pain, rash and tooth disorder to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2015: coils properly placed. Company causality comment this litigation case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 and experienced increasingly severe pain/ chronic pelvic pain. On (B)(6) 2016 only one essure coil was removed. On (B)(6) 2016, during second surgery to remove her remaining essure coil, plaintiff was informed that the coil was located between her muscle and uterus wall (interpreted as embedded device). Pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. In addition, during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of uterine perforation, mainly during insertion. In this case, the exact date and mechanism of embedded device are not known. No alternative explanation for her pain was provided. This case was classified as incident since device removal was required. Additionally, non-serious events were reported. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain/ chronic pelvic pain") and embedded device ("during second surgery to remove her remaining essure coil, plaintiff was informed that the coil was located between her muscle and uterus wall") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced complication of device removal ("only one essure coil was removed, because physician could only visualize one essure coil during the surgery"). On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("increasingly severe pain / abdominal pain"), abdominal distension ("abdominal bloating"), dyspareunia ("pain during intercourse"), abnormal weight gain ("excessive weight gain"), migraine ("excessive migraine headaches"), fatigue ("chronic fatigue"), rash ("excessive rashes"), tooth disorder ("excessive dental problems") and alopecia ("excessive hair loss"). The patient was treated with surgery (only one essure coil was removed on (B)(6) 2016) and surgery (second essure removal on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, embedded device, complication of device removal, abdominal discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, dyspareunia, abnormal weight gain, migraine, fatigue, rash, tooth disorder and alopecia outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, complication of device removal, dyspareunia, embedded device, fatigue, menorrhagia, migraine, pelvic pain, rash and tooth disorder to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2015: coils properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch records. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 3-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 and experienced increasingly severe pain/ chronic pelvic pain. On (B)(6) 2016 only one essure coil was removed. On (B)(6) 2016, during second surgery to remove her remaining essure coil, plaintiff was informed that the coil was located between her muscle and uterus wall (interpreted as embedded device). Pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. In addition, during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of uterine perforation, mainly during insertion. In this case, the exact date and mechanism of embedded device are not known. No alternative explanation for her pain was provided. This case was classified as incident since device removal was required. Additionally, non-serious events were reported. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Follow-up information will be obtained through the litigation process.